Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported a leak from a small tear in the silicone segment at the connection to the upper fitment. A photo received from the customer shows a tear in the silicone segment at the upper fitment. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.